Manufacturer narrative:
Other dementia. (B)(4).

Event description:
The parkinson's disease patient's family reported the patient experienced no improvement in their walking ability with their implanted system and instead the issue had worsened. The patient did not have a 50% or greater symptom reduction. It was further reported the patient was also experiencing "senile dementia" at the time of report and had been living in the hospital for about 1 year. The patient reportedly had no thinking or cognitive ability and "couldn't walk alone." The patient's physician told the patient's family the issue was not related to their device, but "the family didn't accept it." It was unknown whether any troubleshooting had been performed and what the cause of the issue was. A supplemental report will be filed if additional information is received.